Manufacturer narrative:
The pump alarmed critical pump error due to moisture damage on the electronic assembly. A corroded motor assembly was noted during visual inspection. We were unable to perform functional testing including rewind, seating, basic occlusion, occlusion, force sensor, displacement or self tests due to the critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump also had minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor was detected during seating or regular delivery. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that they tried to clear but the insulin pump was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.